Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum and the energy check were performed without any issue. The energy was stable during treatment day. Ablation test was repeated, the pmma disc was inserted twice so the picture of the ablation test did not clearly show whether the required tolerances for the ablation test were met. The logfile showed a couple of successfully performed treatments. The reported treatment could be identified in the logfile. The logfile showed that the beam control check for right eye was done above 50 seconds before the laser fired instead of immediately before firing. No relevant deviation between planned and performed energy was detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. It is not clear whether calibrations have been performed correctly before surgery therefore, it is uncertain if this can be viewed as a contributing factor for a thin flap. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that flap was torn during separation in a lasik procedure on a patient's right eye. Excimer laser portion of the procedure was postponed. Additional information was received. Flap tear in the right eye occurred during separation of tissue bridges. The surgeon reported that flap thickness was very thin. There was dense opaque bubble layer from pupillary margin to hinge area that caused resistance while lifting the flap which led to the tear in the flap.